Manufacturer narrative:
Product evaluation: the device was received in service and repair; however, pre-repair temperature testing could not be performed; the handpiece was sta lled/seized. Evaluation found that the m4 is internally polluted, the motor is corroded stuck inside the housing and the bearings are worn. The m4 parts have been thoroughly cleaned, all grease, debris and corrosion have been removed. The housing, motor/cable and bearings have been replaced. The device was successfully tested to specifications.

Event description:
The facility reports that while testing the device prior to use it was overheating; however, they are not sure how long the device ran before the heat was observed. The procedure was successfully completed "without use of the shaver". There was no patient impact.